Event description:
It was reported that during a shoulder procedure, the handle broke off at the weld. A smith and nephew back-up was not available to complete the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. The threaded ring handle is detached from the ring assembly at the weld. Functional testing could not be performed due to the broken threaded ring handle. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the event, include an impact or excessive torque applied resulting in the mechanical failure at the weld site. After the evaluation the root cause for the reported issue was determined to be a mechanical component failure. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.